Event description:
A patient's entire device system was removed due to infection. No further info was provided at the time of this report. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)